Event description:
Info rec'd indicates the right siderail is not staying in the up position.

Manufacturer narrative:
The technician found the right siderail end tube was broken. He replaced the siderail end tube to repair the bed.